Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having difficulty charging their implantable neurostimulator (ins) and were experiencing a loss of stimulation as their device was charged but therapy wouldn't turn on. The patient stated that they were having problems on (B)(6) 2017; they woke up in pain and after ¿playing around¿ with the programmer, stimulation turned back on. It was reported that the patient lost stimulation again on (B)(6) 2017 and was unable to turn it back on. The patient stated that they saw a ¿low ins battery screen¿ displayed on the programmer and a ¿charge ins¿ screen on the recharger. It was further reported that the patient¿s ins hadn't been working properly since they got it implanted on (B)(6) 2017. Troubleshooting steps were performed during the call. The patient repositioned the antenna over the ins and used the antenna locate (al) feature. They were able to obtain 6-8 coupling bars and recharge the ins, resolving the issue. The patient was redirected to follow up with their healthcare provider (hcp) and had an appointment with a manufacturer representative on the date of this report. No further complications were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.